Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device keeps beeping pad-pak exchanged but still the same.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 12th october 2016. During the investigation transistor q45 was measured and found to have failed. This had caused the interrupt line of the rtc to be dragged low despite not failing a self-test, resulting in the reported fault of a failure chirp alongside a flashing red status indicator. While in fault mode, the device would not perform auto self-tests. This would account for the device missing multiple self-tests in the history log. The faults were witnessed during the investigation. After replacing transistor q45, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. No faults remained after this testing. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved in this event. Device keeps beeping pad-pak exchanged but still the same.